Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, while knotting ethilon suture w2808, the suture kept breaking in the surgeons hand, it did not brake away at the needle-suture point, but along the suture. 5ea broke off, and they switched to a different suture (not j&j) to finish the operation. The operation was prolonged for 10 minutes. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, no unexpected outcomes or complications as a result of the prolonged surgery time. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No, there was no change in the patient¿s post-operative care due to the prolonged procedure. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Head nurse, (B)(6). Additional h11: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 10. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(4). Device property of hospital. Device in possession of none.